Event description:
It was reported that a patient underwent an episiotomy procedure in 2009. The patient felt pain that was not subsiding and returned to the surgeon with suture breakage that needed repair. The patient underwent re-suturing in the operating room one to two weeks after the initial procedure.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.